Manufacturer narrative:
Product ID 64001, lot# n492534, implanted: 2015 (B)(6); product type adapter product ID 37651, serial# (B)(4); product type recharger product ID 37642, serial# (B)(4); product type programmer, patient product ID 64001, lot# n477634, implanted: 2015 (B)(6); product type adapter product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3389s-40, lot# v386595, implanted: 2010 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3389s-40, lot# v266792, implanted: 2009 (B)(6); product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. Analysis of the adaptor (lot # n492534) found no anomaly. Analysis of the adaptor (lot # n477634) found no anomaly. Analysis of the extension (s/n (B)(4)) found the body of the extension was cut through and the product was segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since the implantable neurostimulator (ins) was replaced, the patient began to lose efficacy on their right side regardless of the contacts used or stimulation parameters. When adjusting the right side settings, the patient¿s right side began to experience stimulation induced side effects that would normally only occur from stimulating the left brain. A day prior to this report, a revision was done to test the lead. The lead was found to be in normal working order so the healthcare professional (hcp) assumed there was a problem with the ins, extension, or pocket adaptor on the right side. The hcp chose to replace them all. The ins was connected directly to the extension to remove the pocket adaptor and the extension was tunneled across the patient¿s chest. The patient had stated the connector was failing/leaking and there was a short circuit. After the revision, all issues appeared to be resolved and there was no longer an impedance problem. Therapy was being correctly delivered on both sides of the body without issue. The patient felt everything was working well.